Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, order that had been discontinued but was allowed to be pulled for multiple days following its discontinuation from the ynh 58 ads. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 04-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the discontinued order was allowed to be pulled from pyxis. A technical support specialist (tss) reviewed the server, it was found that the discontinue option had not been checked and the order stop date had not been updated. The customer stated the order was discontinued in the pis and requested an investigation into why the discontinue message did not reach the interface and also mentioned that multiple pulls of a controlled substance after the order had been discontinued, which posed a regulatory risk. Tss ran cast queries for the affected order and the associated pis message, but no results were found. The patient had already been discharged, preventing further testing. The case was escalated to product support engineer (pse) for further investigation. Pse identified that the data had already been purged from the ext. Received message table and carefusion coordination engine (cce), preventing confirmation of whether the discontinue message was ever received. The recommended option was to restore a production backup in a lab environment, but the customer declined. The customer later requested the case be closed with no further action. The system functioned as intended after the technical support specialist assessed the device.